Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had an elevated blood glucose (bg) level of 250mg/dl. System check could not be performed as the customer recently had surgery, and was unable to use their hand. Tandem technical support advised the customer that troubleshooting was not complete, due to system check not being performed, but the customer was convinced that basal rates were the reason for the high bg. The customer is consulting with a clinical diabetes educator regarding pump settings, and was scheduled to review them the following week.